Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient called this morning stating that when she went to use her remote she would get an error message that said device settings are unavailable when she would increase the stimulation. This error doesn't occur when she moves the intensity down. Patient was instructed to change programs (she was using b). All three programs showed the same message. When looking at her current programming all three groups are using the number 3 electrode. Patient hasn't been seen in person as of the time this report was written. The rep is working on a date to meet in the office and check the device. No symptoms were reported. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that patient was seen today because all of her programs were hitting oor and she was unable to make adjustments on her remote. At the visit, her device was interrogated and showed that the 0,3,4, and 7 electrodes were displaying high impedances (12670, 30510, 29610, and 30910 respectively). We attempted to use the 8-15 electrodes, however, those electrodes were not felt in the correct area where she needed it. We were able to program the stimulator using the remaining electrodes on the 0-7 lead. Patient doesn't report any recent events that would cause the lead to show high impedance. From her account, the high impedances happened suddenly during normal use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.